Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary : the complaint device was received and evaluated. Visual inspection under magnification revealed no anomalies on the distal end of the gun. All the parts seem intact and in good working condition. The device was mated with an expressew needle and tested. The needle was deployed successfully. This procedure was repeated several times to confirm the continuity of function. We cannot confirm the reported failure of this device at this point. This complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii autocapture+ was not firing the needle properly and would not catch the suture. Since it was not properly catching, the sutures on the 4.5 healix advance triple loaded anchor began to fray and break. The sales rep stated that the healix anchor was still used to complete the case. The customer's expressew iii needle had a broken tip, but it is not known when the needle broke. The sales rep stated that they performed an x-ray, but nothing was seen inside the patient. The case was completed with these devices with no patient harm, but a fifteen minute delay due to the complications created from the devices. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.